Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned in a plastic tube. On removal, the stent was found to be deformed with the middle having still maintained the shape of the vessel it had been implanted in. The proximal end of the stent had frayed braid edges with the wire mesh compressed from the proximal end to 3.04mm from the proximal end. Traces of thrombus were evident towards the distal end. The distal end was damaged with frayed braid edges and the wires had been pulled. The stent was soaked in lukewarm water to remove additional traces of blood. Functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be average tortuous. Access was through femoral. The condition being treated was internal carotid artery aneurysm. No patch testing was done preoperatively for hypersensitivity reaction. There was no resistance encountered during the flow diverter deployment. The flow diverter was determined to be fully deployed at the time of placement before digital subtraction angiography examination. It could not be determined under fluoroscopy if the flow diverter fully apposed to the vessel wall when it was deployed. The front portion appeared to be partially unadhered, but this cannot be determined from the fluoroscopic image. A balloon was not used to fully open the flow diverter. The microcatheter which was used for dilatation was already planned to be used in the procedure and there were no allegations against the microcatheter. A guidewire was used with the device and there were no allegations against the guidewire. It is unknown if there were any changes noted to the vessel wall at implantation site and what the vessel diameters were. It is unknown what was the preoperative type, shape, and size of the intracranial aneurysm. It is also unknown if the size of the flow diverter was appropriate for treatment site. Immediately after flow diverter implantation, microcatheter was once passed distally, but was then removed after it was determined that there was no problem (stent fully deployed). Several hours after the treatment was completed and the puncture site was stopped bleeding, there were symptoms of paralysis, so another angiogram was performed, and poor proximal deployment was observed. Another attempt was made to pass the proximal portion using a guidewire and a microcatheter, but the guidewire failed to pass, and the attempt was abandoned. Then attempted to retrieve the proximal part of the flow diverter with a snare and stent retriever, but the flow diverter could not be retrieved. Finally, the decision was made to open the cranium and retrieve it. There was no vasospasm during or post procedure. The current condition of the patient are symptoms of paralysis and aphasia. The patient was probably put on any medication post-procedure. The patient received dual anti-platelet agents prior to and post procedure. Product analysis found the flow diverter stent was deformed with the middle having still maintained the shape of the vessel it had been implanted in. The proximal end of the flow diverter stent had frayed braid edges potentially induced by the attempts to retrieve the flow diverter stent following implantation (use of snare and stent retriever). The proximal end of the flow diverter stent measured 3.04mm with the diameter 3mm from proximal measuring 4.13mm. This diameter mismatch suggests a push force was applied during deployment of the proximal end. In addition, the stent most likely deformed the proximal end of the flow diverter stent due to over loading. The mid body of the flow diverter stent measured 4.4mm which also suggests excessive push force was applied to the delivery wire, subsequently deforming the flow diverter stent. Traces of thrombus were evident towards the distal end. The distal end was damaged with frayed braid edges and the wires had been pulled. This indicates the flow diverter stent experienced a dragging force most likely during the cranium by-pass or during removal of the flow diverter stent from the vessel. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿stent tapering' and as analysed ¿stent tapering¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿anticipated procedural complication¿ will be assigned to the as reported ¿patient vessel thrombosis¿, ¿patient complications¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during left internal carotid artery aneurysm procedure, the physician deployed the subject stent successfully without any problem. After several hours of subject stent implantation, symptoms of ischemia appeared in patient and a digital subtraction angiography examination revealed that the proximal part of the subject stent had fishmouthed and a thrombus had formed. An attempt was made to pass the proximal portion of the subject stent using guidewire and a microcatheter but the guidewire failed to pass and the attempt was abandoned. Physician then attempted to retrieve the subject stent using a stent retriever and a snare device however failed to do so. Finally, physician performed craniotomy to remove the subject stent from the patient. Additional medication was given to patient. Patient has paralysis and aphasia post procedure.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left internal carotid artery aneurysm procedure, the physician deployed the subject stent successfully without any problem. After several hours of subject stent implantation, symptoms of ischemia appeared in patient and a digital subtraction angiography examination revealed that the proximal part of the subject stent had fishmouthed and a thrombus had formed. An attempt was made to pass the proximal portion of the subject stent using guidewire and a microcatheter but the guidewire failed to pass and the attempt was abandoned. Physician then attempted to retrieve the subject stent using a stent retriever and a snare device however failed to do so. Finally, physician performed craniotomy to remove the subject stent from the patient. Additional medication was given to patient. Patient has paralysis and aphasia post procedure.